Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with mild tortuosity and heavy calcification, pre-dilatation was performed with a trek dilatation catheter. A 3.0x18 xience prime stent delivery system was advanced and implanted at the target lesion; however, a dissection occurred. Another same size xience prime stent was implanted to treat the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.